Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a frayed pitch cable. The frayed pitch cable was found at the wrist. The frayed segments were various in lengths. No damage or wear marks were found at the clevis. Failure analysis also observed insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off with deep scratches. The evidence was inconclusive, but the damage to the main tube was likely due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that after a da vinci si nephrectomy procedure the maryland bipolar forceps instrument cable in the articulation was noted be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.